Manufacturer narrative:
Component code: g03001. During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system was performed. Return testing was not completed as returns were not available. A review of the analyzer service history and logs identified no contributing factors to the current complaint. A review of the immunoassay platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer generated a false positive b-hcg result while using the architect architect i2000sr analyzer. The customer stated an initial positive result was generated for a 62 year old female, which was negative upon retest. No specific result data was provided. No impact to patient management reported.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Initial reporter phone number: (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The customer generated a false positive b-hcg result while using the architect architect i2000sr analyzer. The customer stated an initial positive result was generated for a (B)(6) year old female, which was negative upon retest. No specific result data was provided. No impact to patient management reported.